Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is 1 of 2 reports of the same patient who reportedly required emergency medical care on separate occasions due to cgm inaccuracy. According to a social media post, the patient stated that he presented to the emergency room after his estimated glucose value (egv) displayed 130 mg/dl while his bg measured 42 mg/dl. No additional event details were provided. Technical support was unable to identify a matching patient based on the social media username, and therefore no follow-up could be completed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 2 reports of the same patient who reportedly required emergency medical care on separate occasions due to cgm inaccuracy. Please see related record (B)(4).